Event description:
The pt reported that the battery exploded inside the battery compartment. He stated that he cleaned the compartment and rebooted the pump without difficulty. The pt reported that the pump displayed a "no cartridge detected" warning during the load cartridge phase."

Manufacturer narrative:
The pump has been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.